Event description:
It was reported that a pocket erosion had occurred. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that pocket erosion and infection had occurred. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 419588, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product ID: mdt-lead, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Please note the initial regulatory report for this reportable complaint was submitted on 2013-(B)(4) under manufacturing report number 9614453-2013-01035; however this was identified as a duplicate report and as a result the report requires redaction.